Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers valve. The reason for the replacement was reported as upon coming off bypass, it was noted that there was a flail on the periphery of the valve. The patient was put back on bypass and the valve was explanted. It was reported that upon explanting the valve, it was also noted that the sewing cuff had come away from the tissue. The patient required to be placed on ECMO(extracorporeal membrane oxygenation). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated a3a updated b5 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which clarified that there was a flail on the "outer rim" of the valve. It was stated that the outer rim of the valve had been inspected prior to use with no issues noted at that time. It was reported that the patient had to undergo a bentall procedure as a result with a tube extension of the outflow tract being performed and the long bypass time which eventuated in the need for the patient to be placed on ECMO. It was clarified that the sewing cuff was observed to have come away from the tissue prior to the explant of the valve having been performed. No additional adverse patient effects were reported.